Manufacturer narrative:
Additional information: e3 is unknown (initially it is submitted as "other healthcare professional"). It was reported that the cardiosave intra-aortic balloon pump (iabp) unit batteries were dead unit will not turn on. A getinge field service engineer (fse) stated, upon initial observation of machine, he noticed console wasn't pushed all the way into the locking position of the cart. Reseated console, unit powered up without any errors. Complete cardiosave pm to factory specifications. Device passed all functional and safety tests according to factory specifications. Allowed batteries to charge over weekend. Finished battery tests that am. Device was returned to customer and cleared for clinical use. No patient involvement nor harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by customer, that the cardiosave intra-aortic balloon pump (iabp) batteries dead unit will not turn on, there was no patient involvement.